Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. Customer stated she was having issues with the infusion sets. Customer's blood glucose has been around 250 mg/dl range. Alarm has been reoccurring during bolus delivery. Troubleshooting was performed and insulin didn't exit during fixed prime or when the customer manually pushed insulin through the tubing with the plunger. Customer then stated with first set she was unable to manually prime and threw it away. The second and third sets she was able to get it to work but then the alarm reoccurred. Customer was advised alarm may have been caused due to an infusion set and reservoir connection issue. Customer was advised to replace the reservoir and infusion set. Customer also mentioned the insulin has been changed. Customer agreed to return the reservoir for analysis.